Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the cannulas of the cleo had been bent, causing a line-block alarm, while another infusion set had come off to the body that morning. The patient with diabetes confirmed there was currently on multiple daily injections (mdi) until replacements were delivered. There was patient involvement, and no patient injury.

Manufacturer narrative:
D3 - updated. H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.